Event description:
Patient reported obtaining a blood glucose result of 151 mg/dl on the advantage system. Two minutes later, pt's blood glucose was reportedly retested on a healthcare professional's device with a result of 322 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.